Manufacturer narrative:
Correction to section g2 report source, "consumer" was initially checked. Correction to leave "consumer" unchecked.

Event description:
A customer reported failed college of american pathologists (cap) survey of y-b 2024 sex hormone testing for luteinizing hormone (lh ii) on the aia-900 analyzer. All three samples failed out of range high, however tosoh samples, passed all within acceptable range. The customer confirmed a decontamination and weekly maintenance were performed. The customer used new reagents, recalibrated and reran samples with similar results. There were no issues reported with quality control (qc). Technical support specialist (tss) will send mac controls for further troubleshooting. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Technical support specialist (tss) followed up with the customer after receipt of the mac testing controls lot cy08-10. The customer ran the mac controls and confirmed all results were within acceptable range. The customer also noted the storage of the samples used for the college of american pathologists (cap) survey, stated to store at 2 - 8 degrees celsius and when completely thawed, use within five (5) days. The customer believes they may have used the samples after seven (7) days, however could not confirm. The aia-900 is operating as expected. No further action required by tosoh technical support. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The analyte application manual for luteinizing hormone (lh ii) states the following: evaluation of results, quality control, in order to monitor and evaluate the precision of the analytical performance, it is recommended. That commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures. Are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack lh ii, the highest concentration of luteinizing hormone measurable without dilution is approximately 200 miu/ml, and the lowest measurable concentration is 0.2 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for luteinizing hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue was due to a material problem with the testing samples, cause not established.